Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead integrity alert triggered for oversensing and high impedance on the right ventricular lead. The lead also has noise and increasing and varied impedance. There is also a known fracture. The episode of oversensing inhibited the atrial pacing which caused the patient to go flat line for a little while. The lead was explanted and replaced. No further patient complications were reported as a result of this event.